Event description:
The customer reported her blood glucose reached 22.0 mg/dl (396 mg/dl) less than 24 hours after the pod was activated and she noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.